Event description:
It was reported that the anesthesia workstation would not provide any gas to the patient in the beginning of a surgery. There was no patient harm reported. (B)(4).

Manufacturer narrative:
The anesthesia workstation including patient cassette with the inspiratory and the expiratory one-way valves were inspected by a company representatives during a visit to the hospital. The reported event was not reproduced, and there were no indications of stickiness or signs of any residue that may have caused the expiratory one-way valve to get stuck in the 'closed' position. An evaluation of the received logs showed that there was most likely an occlusion in the system resulting in difficulties in ventilating the patient. We cannot rule out the possibility that a stuck inspiratory or expiratory one-way valve in the patient cassette may have caused the reported event. Prior investigations of similar failure modes have been performed in which different methods to simulate a stuck plate/disc have been used. The plate/disc was exposed to saline, human saliva, and water which were added to and then extracted from a co2 absorber. When performing the simulation method above, it was possible to reproduce the event with a stuck plate/disc but, we do not have any evidence that these simulation methods correspond to what made the one-way valve to get stuck in the 'closed' position at the hospital. The root cause for a stuck plate/disc has not been possible to fully determine by the performed tests and analysis.

Event description:
(B)(4).